Manufacturer narrative:
(B)(4). Siemens completed a technical investigation of the reported event. The investigation revealed the root cause is associated with a known software issue pertaining to the trimming function of the horizontal table position. This issue has been resolved with the latest software update version vb20 which has already been released to affected facilities and was reported to the FDA as a firm initiated voluntary corrections and removal action in july 2019 (res 83377 z-2268-2019 thru z-2274-2019). This system was updated with the new software on february 25, 2020. No further action is warranted at this time.

Event description:
It was reported to siemens that a (B)(6) year-old female patient needed to be rescanned after the abort of the initial low dose overview scanning procedure using the reported somatom drive system. The patient scan didn't initiate past the topogram. In order to complete the examination, the patient was rescanned and thus was exposed to an additional x-ray dose. No adverse patient event or critical injury were reported. This report is being conservatively reported with an abundance of caution.